Event description:
It was reported that the device experienced an electrical reset. It was noted that the patient had been undergoing radiation therapy. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters were noted with one por for write to locked ram, addr=0e67, data=5 on (B)(6) 2012 11:57:09. There was one patient alert for por on (B)(6) 2012.